Event description:
It is reported that the surgeon poured bone cement into the femur medullary cavity by a manipulative procedure. After inserting the stem the pt's blood pressure dropped and then went into cardiopulmonary arrest.

Manufacturer narrative:
Information was received from a foreign source not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided to further understand the in-vivo environment. Pt medical history and/or preexisting conditions are unk. A definitive root cause cannot be determined with the information provided. Evaluation: cardiac arrest is a documented potential adverse reaction within the IFU for this bone cement. Review of the device history records did not fine any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.